Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the haptic was sheared off during insertion. The incision was enlarged to remove the lens and another lens of the same model was implanted. Sutures were used. Reportedly, the patient's current prognosis is good.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted.the lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed.based on the information available, the exact cause of the reported event could not be conclusively determined.